Manufacturer narrative:
H3 other text: not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Patient had no illness before using the device. Patient use his device 3-4 times, after using the device he was not feeling good and develop pneumonia, headache and felt extremely ill. Until this day still suffers from these symptoms. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previsouly reported an event in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Patient had no illness before using the device. Patient used his device 3-4 times, after using the device he was not feeling good and develop pneumonia, headache and felt extremely ill. Until this day still suffers from these symptoms. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. The previous report incorrectly captured the report as a product problem. The adverse event is an adverse event and product problem. The outcomes attributed to the ae are life threatening. Box b: adverse event or product problem has been updated and box h: device manufacturers; type of reported complaint was updated to serious injury.

Manufacturer narrative:
During the investigation, the manufacturer observed an unknown dust contaminant on the flip door, pca, top enclosure, rear panel, ui panel, bottom enclosure, inside iso port, blower, blower box, and blower seal. The manufacturer observed black hairlike contaminant on the flip door, top enclosure, ui panel, bottom enclosure, rear panel, blower, and blower box. The manufacturer observed when powering on device the blower makes a whirring noise, most likely from the liquid ingress to it. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the bottom enclosure, blower, and blower box. A keratin-like substance was observed on the blower box outlet. Manufacturer observed liquid ingress to the p4 power cable. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure. (Device) problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid has updated